Event description:
Urologist was attempting to use the flexible ureteroscope and laser leads. The laser leads would not fit properly through the scope, but they would pass through the channel. Two different sizes of laser wires were opened and tried, but the attempts failed and the surgeon was unable to use the laser.